Event description:
Customer did primary custom lasik with intralase flaps on (B)(6) 2013. Patient was found to have bilateral striae on (B)(6) 2013. On (B)(6) 2013, patient had lift and smooth on both eyes. Procedure completed without incident.

Manufacturer narrative:
(B)(4): conclusion - the equipment was not evaluated after the treatment date which occurred on (B)(6) 2013 due to the fact abbott medical optics (amo) became aware on (B)(6) 2013. The condition of the system (since the time of the initial procedure) will make the evaluation difficult to determine. Customer is only reporting this event and did not request field service or clinical support.